Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported receiving a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) lot 30886g, reader sn (B)(6). Three repeat cue covid-19 tests performed on (B)(6) 2023, provided negative results. Customer tested negative with abbott binaxnow rapid antigen tests on (B)(6) 2023 and on (B)(6) 2023 as well as with a metrix aptitude test on (B)(6) 2023. Customer has no symptoms or known exposure. Cartridges were stored within the validated temperature range.